Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event was reported under medwatch submission 2017233-2015-00698. Further investigation provided the lot numbers for the devices which determined this event was reported under the incorrect manufacturer site number on the medwatch. Therefore, this medwatch was created and submitted and the correct manufacturer site number should reflect (B)(4). A review of the manufacturing and sterilization records for the device(s) verified that the lot(s) met all pre-release specifications. (B)(4). The aortic extender endoprosthesis (aortic extender) provides an extension of approximately 1.6 cm or 2.2 cm of the leading (proximal) end of the trunk- ipsilateral leg endoprosthesis (trunk). According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: infection, surgical conversion. According to the instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts. As the infection is thought to have been pre-existing and prior to implant of any gore devices, and the actual date of explant and death are unknown but suspected to be around (B)(6) 2015; the date of event will be estimated to be on or about (B)(6) 2015 and align with the date gore aware.

Manufacturer narrative:
The device lot/serial number was not provided. A review of the manufacturing records for the device could not be conducted. Further information was requested but not available. Also, were involved two gore® excluder® aaa endoprosthesis aortic extender components (unknown). Further information has been requested.

Event description:
On an unknown date, the patient underwent an open repair using standard bifurcated surgical implants (unknown) to treat an abdominal aortic aneurysm. On an unknown date, the patient experienced pseudo anastomotic aneurysm in the proximal anastomosis (3 cm below the renal artery), and a dilatation of the right femoral artery. On an unknown date, three gore® excluder® aaa endoprosthesis aortic extender components (unknown) were implanted to exclude the aortic lesion and the gore® viabahn® endoprosthesis with heparin bioactive surface (unknown) was placed in the right femoral artery for dilatation correction. The patient tolerated the procedure. On an unknown date, the patient developed devices infection in the abdominal area. The physician has decided to explant all devices placed and repair with open surgery, however the date of this explant procedure has not been reported to gore. It was reported that the infection is probably related to a streptococcus bacteria placed in some surgical devices and not related with the endovascular repair. Further information was requested.

Manufacturer narrative:
Additional information: the device information (lot/serial numbers) was requested. However, the explanted devices are not available for analysis. As the day of infection is unknown, but it was reported that on (B)(6) 2015, the patient was implanted with three gore® excluder® aaa endoprosthesis aortic extender components to exclude the aortic lesion and the gore® viabahn® endoprosthesis with heparin bioactive surface was placed in the right femoral artery for dilatation correction, and due to the information provided that dilatation may be related with infection, the implant date (B)(6) 2015 will be used as a date of the event. As the date of explant procedure and death is not available, (B)(6) 2015 will be used as the best estimate.

Event description:
On an unknown date 10 years ago, the patient underwent an open repair using standard bifurcated surgical implants (unknown) to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2015, the patient experienced pseudo anastomotic aneurysm in the proximal anastomosis (3 cm below the renal artery), and a dilatation of the right femoral artery. On (B)(6) 2015, three gore® excluder® aaa endoprosthesis aortic extender components (unknown) were implanted to exclude the aortic lesion and the gore® viabahn® endoprosthesis with heparin bioactive surface (unknown) was placed in the right femoral artery for dilatation correction. The patient tolerated the procedure. On an unknown date at the end of (B)(6), the patient developed devices infection in the abdominal area. On an unknown date at the end of (B)(6), the physician has decided to explant all devices placed and repair with open surgery. It was reported that the infection is probably related to a (B)(6) bacteria placed in some surgical devices and not related with the endovascular repair. During the explant procedure the patient expired due to sepsis and infection. It was reported that the death is unrelated to the gore devices.